Event description:
Patient presented to the physician with migration of the ipg, which had shifted lower within the pocket, and was causing pain in the throat, ear, and right side of the tongue since the shift. Patient also reported that the ipg would flip, resulting in a pinching sensation. Physician brought the patient into the operating room, repositioned and re-sutured the ipg, and closed.